Event description:
On 04/07/2009, the home pt (hp) contacted the baxter technical service representative to report a check supply line alarm during fill 4 of 4. Per the initial report, the fill volume was 1422 milliliters. The hp was trying to reposition the supply bag and accidentally pulled the spike out. The tsr assisted the hp to end therapy and advised the hp to let the peritoneal dialysis nurse (pd rn) know. The hp stated that she was going to do a manual exchange. The homechoice (hc) machine was operational. Three weeks later, product surveillance contacted the pd rn and she stated the hp had peritonitis. The next day, the following information was obtained: the month prior, the hp was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. A peritoneal effluent culture and analysis were performed. The hp was initially treated with vancomycin the same day. Two days later, the treatment was changed to fortaz (to be taken for 4 weeks). Per the pd rn, treatment for the hp was to do manual midday exchanges, where the fortaz was to be added to the dianeal pd4 ultrabag and the hp was to let it rest in her peritoneum and then drain. Per the pd rn, the hp did not routinely do a routine manual exchange and this was added as treatment for the peritonitis. Three days later, the hp's peritoneal effluent was retested. When speaking to the pd rn, it was asked if the same day, when the culture grew back negative, was the hp considered to be recovered. The pd rn answered by saying they thought she was, but then she got the other peritonitis shortly after this, the hp began treatment with fortaz (same regimen as the same month). The hp continues with pd therapy; however, she is schedule to have her pd catheter pulled, because she has developed two peritonitis infections in the last month. The pd rn noted that the hp has terrible aseptic technique and was retrained on proper procedure. The hp does not reuse supplies.